Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2534) was unable to be duplicated. However, during investigation the belt was unable to complete an ECG falloff test. The cause for failure was isolated to a defective puck 3 on the ECG cable. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.